Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the recharger had intermittent poor recharge quality message and device was scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that they had difficulty recharging the ins. Patient couldn't get the ins charging or see a green light flashing above the controller screen because they kept getting the "no device found" screen. Patient stated their controller was only currently charged to 30% but the difficulty with recharging the ins occurred when the controller was even charged to 100%. Patient stated that for the last 3-4 months, they had been having to take the lithium battery pack out of the controller to do resets because the controller screen goes blank while recharging the ins. Patient stated that it took them about 30 minutes to establish a charging session for the ins, even after doing a controller reset. Patient stated they do resets sometimes 2-3 times a day. The "no device found" screen issue had been in the last 7-10 days. The patient started a charging session and walked the patient through the "no device found" screen. Patient reported that they were in passive recharge mode and noted that the numbers fluctuated in the 70s to high 90s (in passive recharge mode) but the patient was unable to start a charging session. Patient reported that the cord going into the recharger telemetry module (rtm) paddle was getting hot. The issue was not resolved through troubleshooting. No symptoms or patient complications were reported.